Event description:
According to the reporter, during a laparoscopic hernia repair, when the balloon trocar was used, the balloon inflation valve broke off where it was attached to the trocar body. The surgeon routinely uses these and this was the first time he¿s had one break. Patient status was asked but unknown.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the insufflation port was broken. The obturator, valve seal and doors appeared intact. The insufflation bulb was not received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken insufflation port may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Sex: male. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, no patient impact. Surgical time extended by 4 minutes. A new device was used to resolve the issue.